Manufacturer narrative:
The device is available for eval but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is completed.

Event description:
The micro drill long straight attachment was called in for overheating during testing. There was no pt involvement; no adverse event was associated with the device.